Manufacturer narrative:
Medical product: metasul ldh, head, 58, code x, taper 18/20; item# 0100181580; lot# 2345964; metasul ldh, head adapter, m, 0, taper 12/14-18/20; item# 0100185146; lot# 2371757; femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 20 standard offset; item#00771102000; lot# 60094055. The manufacturer did receive devices, x-rays, and other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on the right side and underwent revision surgery due to metallosis, elevated metal ions, and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Review of event description: revision of the acetabular component due to mild pain, instability and metallosis. Surgical report: review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. No further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ""instruction leaflet for endoprothesis. Conclusion: no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9, zimmer gmbh will close this case once again. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.